Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Our techs could not confirm the complaint of underinfusion. Delivery and accuracy tests were performed, the device was found to pass delivery and accuracy tests.

Event description:
The reporter stated that the unit was not delivering properly. Per the bio-med, pump was not delivering full amount. There was no pt injury or treatment associated with this event.